Event description:
The device was implanted on (B)(6) 2012. Pt was presented 3 weeks post-op with a fever and local tenderness. The wound was debrided 2 times in order to salvage the device. Pt was able to keep the device in for the entire lengthening process. Review of sterilization certification and device history records confirms the device was released in specification. Ellipse is unable to determine the cause of the infection.